Manufacturer narrative:
Our clinical applications specialist support spoke to the customer after the surgical case, and we were not able to recreate the issue. We explained to the customer possible reasons for the value to no longer display i.e. Loose sample line and then silencing the alarm. We also spoke with another of our clinical applications specialist who had been on-site last week, and they reported that all units were functioning properly. We called the customer and left a message for them to call back to further trouble shoot this, but they did not call back. No further information available. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).